Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm displayed 75 mg/dl. Based on the reading on the cgm the patient withheld treating with insulin. The patient was unable to check their bg values (reason unspecified) and went to the hospital. Upon arrival, bg was checked and was 251 mg/dl and the patient was diagnosed with dka. The patient declined to provide further details on treatment or any additional details of the event. At the time of the report, the patient was currently in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.